Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed a failure of the bag/vent switch to switch ventilation modes. The control panel was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the control panel to close as expected. There is no report of patient involvement.